Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The serial number was not made available for a DHR review. However, a cycler is not released unless the labeling, material, and process controls were within specification. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
A peritoneal dialysis nurse reported that the patient was in the clinic and she tested him for peritonitis due to complaints of abdominal pain and cloudy effluent. The nurse reported that the cultures came back negative; however the patient was treated with intraperitoneal fortaz and vancomycin due to the symptoms.